Event description:
The ventilator alarm sounded and it was noted that the screen was blank indicating that there was no power to the unit. The patient was bagged and the ventilator was replaced. It was later discovered that the detachable power cord that attached to the back of the ventilator was not completely inserted and was missing the clip that holds the ac cord into the back of the ventilator. The ventilator had been running on battery power and eventually ran out of battery power and then was not completely plugged into the ac portal. During the event the patients o2 saturations were in the 50's, and the patient was cyanotic but improved with manual ventilation.